Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. Customer stated infusion set tubing was detached. Customer stated the insulin pump was not dropped with the infusion set connected to their body. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.